Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leakage and returned 40 unused sets of material: mp5301-c, lot: 24029508. Upon initial visual examination, the sets had no defects or abnormalities. The sets were tested by infusing with water through a 10 ml bd syringe and capping the end with a stopcock. No leakage was found in any of the 40 sets, including at either luer connection or throughout the tubing. The complaint of leakage could not be verified. The root cause could not be determined without a replicated failure. Device history record review for model: mp5301-c, lot number: 24029508 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: verbatim: I have had calls from departments all over the hospital today that the item is leaking. I sent a mass email out looking for lot numbers to report back. In the meantime, is this a known issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.